Event description:
On (B)(6) 2025, the user reported elevated blood glucose levels, with a fingerstick reading of 295 mg/dl and a cgm reading of 277 mg/dl on the ilet device. The user calibrated the cgm on the ilet and confirmed they were using the dexcom g7 sensor. The user stated they had recently consumed a meal but believed the carbohydrate announcement may have been underestimated. The user remained connected to the ilet, which continued to deliver therapy. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.